Manufacturer narrative:
On 10 may 2016 it was prepared a final report with the information already submitted in the initial report.on 23 may 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Medacta was notified of the complaint when a revision ticket was submitted from a distributor on (B)(6) 2016 only. Batch review performed on 11 march 2016. Lot 083841/t: (B)(4) items manufactured and released on 04 august 2014. Expiration date: 2019-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup double mobility hc liner, code 01.26.2858mhc, lot. 152105 (k092265) (B)(4) items manufactured and released on 05 august 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had multiple dislocations after the primary surgery. The surgeon decided to change the head size to a 12/14 28 mm size xl +7 offset and replace the liner. The surgery was completed successfully. There are no x-rays or explants available.